Manufacturer narrative:
This follow up report is being filed to relay additional information. (B)(4). The complaint sample was evaluated and the reported event was not confirmed. As returned, the lock ring was correctly positioned in the groove of the shell. Evaluation with a gauge confirmed that the lock ring groove conformed to print specification. Shell diameters conformed to print specifications where measured. Dimensional measurements of the lock ring are conformed to print specification. The liner exhibits damage to the rim feature and lock ring. Damage of the lock ring suggests that it most likely occurred during removal of the components. The witness marks and gouges noted on the outer diameter of the liner are indicative of possible misalignment during the attempt to assemble the componentry; however it could not be confirmed if the misalignment was due to the installation or the extraction of the device. Damage of the liner is too severe for a complete dimensional analysis. Device history record review identified no deviations or anomalies for the reported devices, related to the event. The liner and shell were used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part lot combination of the reported devices. With the information provided a specific cause for the reported issue could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after the femoral head was implanted then it was seen that shell and liner did not fit each other. Surgery was completed with new implants.